Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device and there was no lot number on the strap of the device. The balloon exhibited a yellow discoloration and the tube was severed at the 6cm depth marking. Curf marks were observed on one of the cut ends of the device. The balloon exhibited an axial burst, extending from the base o f the proximal collar tot he distal tip. The balloon material was inspected under magnification, no anomaly was observed in the balloon material that could identify a potential point of origin for the burst.

Event description:
Halyard health received a report from (B)(6) stating the transgastric enteral feeding tube balloon burst. Additional information received on (B)(6) 2015 stated , 'the defect device was replaced by using a stock product after the failure was found." The device failed after 5 days of use. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where th incident occurred. Th is product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).